Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they woke up to a low blood glucose level of 49 mg/dl. After carbohydrate intake, their blood glucose level went up to 80 mg/dl. The insulin pump passed the self-test. The device will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.